Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. International UDI # (B)(4). Reporter: no phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's light emitting diode (led) indicatory exhibited lighting defects. There was no patient involvement. Event date not specified; estimate used.